Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found one haptic torn off and missing. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, tore while being loaded into the cartridge. There was no patient contact. Another same model lens was implanted and the problem was resolved. The reporter indicated the cause of the event was due to the device.